Event description:
Physician was attempting to treat a moderately calcified lesion in the left sfa using an inpact admiral drug eluting balloon. The vessel was moderately tortuous, moderately calcified lesion with 70% stenosis with 130mm lesion length, the vessel diameter of 6mm. It was reported that during inflation, balloon twist occurred. Resistance was encountered when advancing the device. The procedure was completed by removing the balloon and used a new medicated balloon to finish the procedure. The shaft of the device was severely damaged. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed on the device: the balloon was found unfolded and used. A severely damaged area was found on the shaft, it looks like a bunched area with a consecutive stretching, probably in the attempt to extract the device. It was possible to insert a 0,035¿¿ guide wire, despite the damaged area. The purging procedure was executed with no issues. In the attempt to look for typical signs of balloon twist, the balloon was inflated sequentially at 1 bar, 2 bar, 4 bar and 10 bar. Only a few little signs were found on the balloon, but the typical evidence of balloon twist (localized wrinkled area on the balloon surface, guide wire tube twist, deformed balloon profile at low pressures) were not found neither on the balloon surface nor on the guide wire tube. (B)(4).